Event description:
The surgeon implanted an aq2003v model lens diopter -22.0, but it tore while it was being inserted. The tear was at the edge of the optic and was 1 - 1.5mm in size. The surgeon felt it would not affect the pt's vision, so the lens remains implanted. The facility noted that the cartridge may have caused the tear. The pt's pre-operative visual acuity was counting fingers and the one day post-operative uncorrected visual acuity was 20/100. An st-45s cartridge was used, lot number unk. The model and lot number for the injector are unk.